Manufacturer narrative:
Investigation completed on a smiths medical convective warming/level 1 equator blowers reported a severe burn on patient with temperature set at 40 c but displayed 34 c. When testing was done on the complaint this was unable to verified or substantiated. The device was plugged in with hose attached along with thermometer pm-1131 (cal. Due: may 2020).the testing was done running various setting over a period of one hour. Temp range from 40,44 and 48 at higher range but within range. Plugged in hose and power cord and attached the thermometer pm - 1131 (cal. Due: may 2020). Select the 44c temp, waiting about 1 hour, selecting than the 36c and 40c, run about 1 hour on each temp without any big difference to occur. The step switch was indicating with 1 degree more, but the real temp was every time in the range. Please see the attached photos in agile.. After the device was opened it was discovered that the receptacle cable had bad wired, but after playing a little bit with the cable, no error returned and the real temp all the time was within the range. No fault could be found with device. The burn to patient may be related to not following manufactures recommendation and steps, along with nursing standard care, neglecting to assess skin integrity as part of national governing standards of care though out the world organization. Multiple sites and standards of care are to be followed, along with institution guidelines with goal of maintaining skin integrity that may be at risk for breaking down, due to mobility, disease and other health care factors. The device arrived with wear and tears on the enclosure. Device came with hose which was bent and damaged power cord and all repaired.

Event description:
Investigation completed on a smiths medical equator. Summary in h -10.

Manufacturer narrative:
Other, other text: concomitant product listed below. (B)(4): 7 inch hose w. Thermistor (for use w. Eq5000). (B)(4): level 1 snuggle warm body blankets.

Event description:
Information was received that while in use for two hours, patient received severe burns. It was reported " a heater with a targeted 40 degrees celsius, but it's 34 degrees celsius. Two lights are on and the temperature symbol flashes."